Event description:
A potential product issue has been reported with our artiste linear accelerator syngo rt therapist. In the abundance of caution, this issue is being reported. The treatment of several pts cannot be saved in lantis. Data convey at primview failed. There was no injury reported. Initial risk analysis is completed. Initial corrective action decision is complete.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: mistreatment can be possible. When pt is loaded again in rtt, the dose from lantis is written to rtt, so the dose is missing, if it was not written back correctly. Probability e (probable) reason: user manual does not explicitly describe this behavior. Corrective action - (B) (4) issued.